Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 187 mg/dl. The customer stated that scratches on the screen made unable to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with severely scratched display window, case and keypad overlay.